Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for a "pelvitex."

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: vaginal vault prolapse.procedure (s) performed: laparoscopic and vaginal repair of vaginal vault prolapse, pelvitex placement, uterosacral vaginal suspension, cystoscopy with urethral stent placement (u-kit), and ureterolysis. Complications post implantation:- urinary tract infection, vaginal discharge. 2006: a small area of mesh removed. Following mesh revision: complications include, discharge, erosion, granulation, cyst, irritation, spotting, occasional pelvic pain, vaginal polyp, vaginal atrophy.